Event description:
The customer reported when the autopulse platform (sn (B)(6) was turned on during the morning shift check, it made a clicking sound, and the lcd screen was blank. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) made a clicking sound with a blank lcd screen upon powering on was confirmed during the functional inspection. The root cause was the defective processor board, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in february 2017 and is 9 years old. The initial functional test could not be conducted with an intermittent blank screen displayed upon powering on the device, confirming the reported complaint. The clicking sound was also confirmed while powering on the platform. Intermittently blank lcd (no image) and a clicking sound were caused by the defective processor board. The processor board will be replaced to remedy the problem. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).